Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to confirmed delivery anomalies due to critical pump error alarm (open book image). However, download of unit was successful using thump software prior to the constant critical pump error. Unable to download carelink due to critical pump error (open book image). During download history review, pump error 35 was recorded on 03/24/2025 19:19:00.000. In addition, pump error 53 was also recorded on (main error log). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, it was determined that the ingress of water corroded electronic assemblies leading to constant critical pump error (open book image). The following cosmetic damages were noted: cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube) and scratched case. In conclusion customer concern of critical pump error alarm (open book image) was confirm including pump error 35. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 18 mmol/l and was treated with manual injection. The customer also experienced open book image error, pump error 35 (a broken force sensor was detected during seating or regular delivery), insulin flow block alarm. The event involved product(s) mmt-1885. Troubleshooting was not performed for insulin flow blocked alarm and the issue was resolved in the past. Troubleshooting was partially performed for high blood glucose event. Troubleshooting was performed for open book image and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.